Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump alarmed. The pump was checked for empty tubing or reservoir. The pump stopped. The settings were reviewed and it was noted that the reservoir volume had accidentally been reset. It was confirmed that per pharmacy label that total volume to be infused was 100ml. Attempted to restart the pump, but alarm returns. The tubing was clamped and attempted to remove cassette but it was locked in place. Powered the pump down and restarted. Then the pump alarmed remove and reattach cassette. The batteries were removed to turn the pump off. There was no patient injury reported.